Event description:
The patient was implanted with a left ventricular assist device. The cardiologist reported that the patient came in with abdominal pain. Red heart, and low flow alarms. The patient was started on inotropes for low cardiac output, intubated and a transesophageal echocardiogram was completed. A ramp test was also performed. Lactate dehydrogenase was elevated and the pump speed was not reaching the set speed. A pump exchange is being considered for potential inflow obstruction.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.